Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. Caller reported an unspecified low glucose reading with the use of the adc device when compared to a blood glucose test result on a competitor¿s brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported experiencing symptoms described as sweating and a ¿hard headache¿ however, remained capable of providing self-treatment. However, the type of treatment was not provided as the caller dropped the troubleshooting call and therefore no further information was additionally obtained. There was no report of death, serious injury or mistreatment associated with this event. The customer received a glucose reading on the adc device of 59 mg/dl when compared to blood glucose test readings of 222 mg/dl obtained on a competitor¿s brand meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear in unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to the customer unwillingness to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.